Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('presence of pieces of implants in the uterus'), procedural pain ('severe abdominal pain on awakening after essure implantation under general anaesthesia') and device breakage ('presence of pieces of implants in the uterus') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children in (B)(6)) and nickel sensitivity. Previously administered products included for contraception: hormonal contraceptives. Past adverse reactions to the above products included headache with hormonal contraceptives. Concomitant products included anesthetics, general since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). In 2016, the patient experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), angioedema ("angioedema"), rash ("skin rashes"), general physical health deterioration ("progressive deterioration of health status"), abdominal pain ("abdominal pain"), rectal haemorrhage ("rectal bleeding"), fatigue ("heavy fatigue"), asthenia ("intense asthenia"), sleep disorder ("sleep disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and complication of device removal ("pelvic MRI found piece of implant"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017 and mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, complication of device removal, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, angioedema, rash, general physical health deterioration, abdominal pain, rectal haemorrhage, fatigue, asthenia, sleep disorder, dizziness, tinnitus, musculoskeletal pain, headache, tooth disorder, memory impairment, disturbance in attention and alopecia was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, angioedema, asthenia, complication of device removal, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, fatigue, general physical health deterioration, headache, heavy menstrual bleeding, intermenstrual bleeding, memory impairment, musculoskeletal pain, pelvic pain, procedural pain, rash, rectal haemorrhage, sleep disorder, tinnitus and tooth disorder to be related to essure. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2017: intervention for removal of essure (bilateral salpingectomy, conservation of uterus). After an ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. Pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal. In 2017: found piece of implant and adenomyosis after uterine ablation. Ultrasound abdomen - on (B)(6) 2015: confirmed the correct positioning of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("presence of pieces of implants in the uterus"), procedural pain ("severe abdominal pain on awakening after essure implantation under general anaesthesia"), device breakage ("presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure"), melaena ("melena") and rectal haemorrhage ("rectal bleeding, rectorrhagia") in a 38 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device material degradation ("tubes contained fragments of tin and silver, constituents of essure") and contraceptive device removal incomplete ("pelvic MRI found piece of implant" on (B)(6) 2017). The patient had a medical history of ovarian cyst drainage in 2015, mastodynia (mammogram: normal) in 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) and neck pain (admitted for left posterior scapular pain) in 2013, vesical polyp (vesicular on ultrasound, ovaries normal), constipation and abdominal pain (coloscopy normal) in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000 and metrorrhagia, sleep disorder (starting with first child delivery, increased 2004 to 2009), heavy periods, irritable colon syndrome, urinary tract infection, vaginal infection (abnormal growth), gastroesophageal reflux, eczema facial (with face oedema), mole excision (as child), plantar warts (as child), cervical disc herniation (as child), colitis (as child), pelvic pain, headache, chronic migraine, nickel sensitivity and parity 2 ((B)(6) 2000 vaginal delivery, (B)(6) 2004 c-section). Previously administered products included: hormonal contraceptives for systemic use for contraception, betamethasone for eczema, esomeprazole for gastroesophageal reflux and daflon [diosmin]. Past adverse reactions to the above products included: headache with hormonal contraceptives for systemic use. Concurrent conditions were listed as uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included anesthetics, general since (B)(6) 2015, diazepam since (B)(6) 2015, atarax [alprazolam] since (B)(6) 2015, biprofenid (ketoprofen) since (B)(6) 2015, debridat [trimebutine], tigreat (frovatriptan succinate monohydrate), claradol cafeine (caffeine;paracetamol) and relpax (eletriptan hydrobromide). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016 she underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016 she experienced asthenia ("intense asthenia"). On (B)(6) 2016 she experienced melaena (seriousness criterion hospitalisation), rectal haemorrhage (seriousness criterion hospitalisation), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016 she experienced giant urticaria ("giant urticaria"). On (B)(6) 2016 she experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). In 2016 she experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017 she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease") and uterine pain ("uterine pain"). The patient was hospitalised from (B)(6) 2015 for an unknown duration, from (B)(6) 2016 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with diazepam teva generics belgium, almogran (almotriptan malate), acupan (nefopam hydrochloride), celebrex (celecoxib), esomeprazole actavis [esomeprazole sodium], rocgel (aluminium oxide), duphaston (dydrogesterone), smecta [montmorillonite], spasfon [phloroglucinol], ciflox [ciprofloxacin], flagyl [metronidazole], corticosteroids, ranitidine, proton pump inhibitors, timoferol (ascorbic acid;ferrous sulfate), magnesium, rabeprazole and rantidine (ranitidine hydrochloride) as well as surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017, mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy and ). On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, dizziness, headache, tooth disorder and migraine were resolving, the dermatitis contact, fatigue, asthenia, tinnitus, musculoskeletal pain, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia and tendon pain had resolved and the memory impairment and disturbance in attention had not resolved. The outcomes for melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, gingivitis, periodontal disease, uterine pain, angioedema, uterine polypectomy, lower abdominal pain and abdominal pain upper were unknown. The reporter considered abdominal pain, lower abdominal pain, iliac fossa pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, giant urticaria, asthenia, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, rectal haemorrhage, salpingitis, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy and vomiting to be related to essure administration. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient. [Biopsy stomach] on (B)(6) 2016: slight chronic gastritis [endoscopy upper gastrointestinal tract] on (B)(6) 2016: small millimetric ulcer of forrest iii classification [hysteroscopy] on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention [magnetic resonance imaging abdominal] on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure [pathology test] on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation; (date unknown): via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant [proctoscopy] on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal [sleep study] on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement) [specialist consultation] on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia. [Ultrasound abdomen] on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left lot number: c38211, production date: 2014-03-20, expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: the follow information were include medical history, new events uterine polypectomy, giant urticaria, gastric pain, lower abdominal pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("presence of pieces of implants in the uterus"), procedural pain ("severe abdominal pain on awakening after essure implantation under general anaesthesia"), device breakage ("presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure"), melaena ("melena") and rectal haemorrhage ("rectal bleeding, rectorrhagia") in a 38 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("tubes contained fragments of tin and silver, constituents of essure") and contraceptive device removal incomplete ("pelvic MRI found piece of implant" on (B)(6) 2017). The patient had a medical history of ovarian cyst drainage in 2015, mastodynia (mammogram: normal) in 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) and neck pain (admitted for left posterior scapular pain) in 2013, vesical polyp (vesicular on ultrasound, ovaries normal), constipation and abdominal pain (coloscopy normal) in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000 and metrorrhagia, sleep disorder (starting with first child delivery, increased 2004 to 2009), heavy periods, irritable colon syndrome, urinary tract infection, vaginal infection (abnormal growth), gastroesophageal reflux, eczema facial (with face oedema), mole excision (as child), plantar warts (as child), cervical disc herniation (as child), colitis (as child), pelvic pain, headache, chronic migraine, nickel sensitivity and parity 2 ((B)(6) 2000 vaginal delivery, (B)(6) 2004 c-section). Previously administered products included: hormonal contraceptives for systemic use for contraception, betamethasone for eczema, esomeprazole for gastroesophageal reflux and daflon [diosmin]. Past adverse reactions to the above products included: headache with hormonal contraceptives for systemic use. Concurrent conditions were listed as uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included anesthetics, general since (B)(6) 2015, diazepam since (B)(6) 2015, atarax [alprazolam] since (B)(6) 2015, biprofenid (ketoprofen) since (B)(6) 2015, debridat [trimebutine], tigreat (frovatriptan succinate monohydrate), claradol cafeine (caffeine;paracetamol) and relpax (eletriptan hydrobromide). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016 she underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016 she experienced asthenia ("intense asthenia"). On (B)(6) 2016 she experienced melaena (seriousness criterion hospitalisation), rectal haemorrhage (seriousness criterion hospitalisation), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016 she experienced giant urticaria ("giant urticaria"). On (B)(6) 2016 she experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). In 2016 she experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017 she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease"), uterine pain ("uterine pain"), pruritus ("pruritus"), dyspnoea ("dyspnea"), restless legs syndrome ("restless legs") and asthma ("asthmatic bronchitis"). The patient was hospitalised from (B)(6) 2015 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with diazepam teva generics belgium, almogran (almotriptan malate), acupan (nefopam hydrochloride), celebrex (celecoxib), esomeprazole actavis [esomeprazole sodium], rocgel (aluminium oxide), duphaston (dydrogesterone), smecta [montmorillonite], spasfon [phloroglucinol], ciflox [ciprofloxacin], flagyl [metronidazole], corticosteroids, ranitidine, proton pump inhibitors, timoferol (ascorbic acid;ferrous sulfate), magnesium, rabeprazole and rantidine (ranitidine hydrochloride) as well as surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017, mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy and ). On (B)(6) -2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, dizziness, headache, tooth disorder and migraine were resolving, the dermatitis contact, fatigue, asthenia, tinnitus, musculoskeletal pain, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia and tendon pain had resolved and the memory impairment, disturbance in attention and gingivitis had not resolved. The outcomes for melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, periodontal disease, uterine pain, angioedema, uterine polypectomy, lower abdominal pain, abdominal pain upper, pruritus, dyspnoea, restless legs syndrome and asthma were unknown. The reporter considered abdominal pain, lower abdominal pain, iliac fossa pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, giant urticaria, asthenia, asthma, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea, fatigue, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, pruritus, rectal haemorrhage, restless legs syndrome, salpingitis, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy and vomiting to be related to essure administration. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient. [Biopsy stomach] on (B)(6) 2016: slight chronic gastritis [endoscopy upper gastrointestinal tract] on (B)(6) 2016: small millimetric ulcer of forrest iii classification [hysteroscopy] on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention [magnetic resonance imaging abdominal] on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure [pathology test] on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation; (date unknown): via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant [proctoscopy] on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal [sleep study] on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement) [specialist consultation] on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia. [Ultrasound abdomen] on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left lot number: c38211, production date: 2014-03-20, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: events: pruritus, dyspnea, restless legs, asthmatic bronchitis, events outcomes added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('presence of pieces of implants in the uterus'), procedural pain ('severe abdominal pain on awakening after essure implantation under general anaesthesia'), device breakage ('presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure'), melaena ('melena') and rectal haemorrhage ('rectal bleeding, rectorrhagia') in a 38-year-old female patient who had essure (batch no. C38211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "pelvic MRI found piece of implant" on (B)(6) 2017 and device material issue "tubes contained fragments of tin and silver, constituents of essure" (seriousness criterion intervention required). The patient's medical history included ovarian cyst drainage in 2015, mastodynia (mammogram: normal) on (B)(6) 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) on (B)(6) 2013, neck pain (admitted for left posterior scapular pain) on (B)(6) 2013, vesical polyp (vesicular on ultrasound, ovaries normal) in 2011, abdominal pain (coloscopy normal) in 2011, constipation in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000, nickel sensitivity, chronic migraine, headache, parity 2 ((B)(6) 2000 vaginal delivery, (B)(6) 2004 c-section), pelvic pain, colitis (as child), cervical disc herniation (as child), plantar warts (as child), mole excision (as child), eczema facial (with face oedema), gastroesophageal reflux, vaginal infection (abnormal growth), urinary tract infection, irritable colon syndrome, heavy periods, sleep disorder (starting with first child delivery, increased 2004 to 2009) and metrorrhagia. Previously administered products included for contraception: hormonal contraceptives; for eczema: diprosone; for gastroesophageal reflux: inexium; for an unreported indication: daflon. Past adverse reactions to the above products included headache with hormonal contraceptives. Concurrent conditions included uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included alprazolam (atarax) since (B)(6) 2015, anesthetics, general since (B)(6) 2015, caffeine;paracetamol (claradol cafeine), diazepam since september 2015, eletriptan hydrobromide (relpax), frovatriptan succinate monohydrate (tigreat), ketoprofen (biprofenid) since (B)(6) 2015 and trimebutine (debridat). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016, the patient underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016, the patient experienced asthenia ("intense asthenia"). On (B)(6) 2016, the patient experienced melaena (seriousness criterion hospitalization), rectal haemorrhage (seriousness criterion hospitalization), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016, the patient experienced giant urticaria ("giant urticaria"). In 2016, the patient experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2016, the patient experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease"), uterine pain ("uterine pain"), pruritus ("pruritus"), dyspnoea ("dyspnea"), restless legs syndrome ("restless legs") and asthma ("asthmatic bronchitis"). The patient was hospitalized on (B)(6) 2015 and then on (B)(6) 2016. The patient was treated with almotriptan malate (almogran), aluminium oxide (rocgel), ascorbic acid;ferrous sulfate (timoferol), celecoxib (celebrex), ciprofloxacin (ciflox), corticosteroids, diazepam (diazepam teva generics belgium), dydrogesterone (duphaston), esomeprazole sodium (esomeprazole actavis), magnesium, metronidazole (flagyl), montmorillonite (smecta), nefopam hydrochloride (acupan), phloroglucinol (spasfon), proton pump inhibitors, rabeprazole, ranitidine, ranitidine hydrochloride (rantidine) and surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, dizziness, headache, tooth disorder and migraine was resolving, the melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, periodontal disease, uterine pain, giant urticaria, uterine polypectomy, lower abdominal pain, abdominal pain upper, pruritus, dyspnoea, restless legs syndrome and asthma outcome was unknown, the dermatitis contact, fatigue, asthenia, tinnitus, musculoskeletal pain, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia and tendon pain had resolved and the memory impairment, disturbance in attention and gingivitis had not resolved. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, asthenia, asthma, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea, fatigue, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, lower abdominal pain, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, pruritus, rectal haemorrhage, restless legs syndrome, salpingitis, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy, vomiting, giant urticaria and iliac fossa pain to be related to essure. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient.. Biopsy stomach - on (B)(6) 2016: slight chronic gastritis. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: small millimetric ulcer of forrest iii classification. Hysteroscopy - on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention. Magnetic resonance imaging abdominal - on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure. Pathology test - on an unknown date: via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant; on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation. Proctoscopy - on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal. Sleep study - on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement). Specialist consultation - on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia.. Ultrasound abdomen - on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left. Lot number: c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('presence of pieces of implants in the uterus'), procedural pain ('severe abdominal pain on awakening after essure implantation under general anaesthesia') and device breakage ('presence of pieces of implants in the uterus') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (two children in 2000 and 2004) and nickel sensitivity. Previously administered products included for contraception: hormonal contraceptives. Past adverse reactions to the above products included headache with hormonal contraceptives. Concomitant products included anesthetics, general since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). In 2016, the patient experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea"), angioedema ("angioedema"), rash ("skin rashes"), general physical health deterioration ("progressive deterioration of health status"), abdominal pain ("abdominal pain"), rectal haemorrhage ("rectal bleeding"), fatigue ("heavy fatigue"), asthenia ("intense asthenia"), sleep disorder ("sleep disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and complication of device removal ("pelvic MRI found piece of implant"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017 and mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, complication of device removal, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, angioedema, rash, general physical health deterioration, abdominal pain, rectal haemorrhage, fatigue, asthenia, sleep disorder, dizziness, tinnitus, musculoskeletal pain, headache, tooth disorder, memory impairment, disturbance in attention and alopecia was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, angioedema, asthenia, complication of device removal, device breakage, device expulsion, disturbance in attention, dizziness, dysmenorrhoea, fatigue, general physical health deterioration, headache, heavy menstrual bleeding, intermenstrual bleeding, memory impairment, musculoskeletal pain, pelvic pain, procedural pain, rash, rectal haemorrhage, sleep disorder, tinnitus and tooth disorder to be related to essure. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2017: intervention for removal of essure (bilateral salpingectomy, conservation of uterus). After an ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. Pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging abdominal - in 2017: found piece of implant and adenomyosis after uterine ablation. Ultrasound abdomen - on (B)(6) 2015: confirmed the correct positioning of the essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('presence of pieces of implants in the uterus'), procedural pain ('severe abdominal pain on awakening after essure implantation under general anaesthesia'), device breakage ('presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure'), rectal haemorrhage ('rectal bleeding, rectorrhagia') and melaena ('melena') in a 38-year-old female patient who had essure (batch no. C38211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "pelvic MRI found piece of implant" on 12-jun-2017 and device material issue "tubes contained fragments of tin and silver, constituents of essure" (seriousness criterion intervention required). The patient's medical history included ovarian cyst drainage in 2015, mastodynia (mammogram: normal) on (B)(6) 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) on (B)(6) 2013, neck pain (admitted for left posterior scapular pain) on (B)(6) 2013, vesical polyp (vesicular on ultrasound, ovaries normal) in 2011, abdominal pain (coloscopy normal) in 2011, constipation in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000, nickel sensitivity, chronic migraine, headache, parity 2 ((B)(6) 2000 vaginal delivery, (B)(6) 2004 c-section), pelvic pain, colitis (as child), cervical disc herniation (as child), plantar warts (as child), mole excision (as child), eczema facial (with face oedema), gastroesophageal reflux, vaginal infection (abnormal growth), urinary tract infection, irritable colon syndrome, heavy periods and sleep disorder (starting with first child delivery, increased 2004 to 2009). Previously administered products included for contraception: hormonal contraceptives; for eczema: diprosone; for gastroesophageal reflux: inexium; for an unreported indication: daflon. Past adverse reactions to the above products included headache with hormonal contraceptives. Concurrent conditions included uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included alprazolam (atarax) since (B)(6) 2015, anesthetics, general since (B)(6) 2015, caffeine;paracetamol (claradol cafeine), diazepam since (B)(6) 2015, eletriptan hydrobromide (relpax), frovatriptan succinate monohydrate (tigreat), ketoprofen (biprofenid) since (B)(6) 2015 and trimebutine (debridat). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6) 2016, the patient experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016, the patient experienced asthenia ("intense asthenia"). On (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea"), vomiting ("vomiting") and melaena (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). In 2016, the patient experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), abdominal pain lower ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease") and uterine pain ("uterine pain"). The patient was hospitalized on (B)(6) 2015 and then on (B)(6) 2016. The patient was treated with almotriptan malate (almogran), aluminium oxide (rocgel), ascorbic acid;ferrous sulfate (timoferol), celecoxib (celebrex), ciprofloxacin (ciflox), corticosteroids, diazepam (diazepam teva generics belgium), dydrogesterone (duphaston), esomeprazole sodium (esomeprazole actavis), magnesium, metronidazole (flagyl), montmorillonite (smecta), nefopam hydrochloride (acupan), phloroglucinol (spasfon), proton pump inhibitors, rabeprazole, ranitidine, ranitidine hydrochloride (rantidine) and surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017 and (B)(6) 2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, dizziness, headache, tooth disorder and migraine was resolving, the dermatitis contact, fatigue, asthenia, tinnitus, musculoskeletal pain, alopecia, sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia and tendon pain had resolved, the memory impairment and disturbance in attention had not resolved and the diarrhoea, vomiting, melaena, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, abdominal pain lower, gingivitis, periodontal disease and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, angioedema, asthenia, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, rectal haemorrhage, salpingitis, sleep apnoea syndrome, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain and vomiting to be related to essure. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. (B)(6) 2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient.. Biopsy stomach - on (B)(6) 2016: slight chronic gastritis. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: small millimetric ulcer of forrest iii classification. Hysteroscopy - on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on 02-may-2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention. Magnetic resonance imaging abdominal - on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure. Pathology test - on an unknown date: via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant; on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation. Proctoscopy - on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal. Sleep study - on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement). Ultrasound abdomen - on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left. Lot number: c38211 production date 2014-03-20 expiration date 2017-03-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-feb-2022: update quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("presence of pieces of implants in the uterus"), procedural pain ("severe abdominal pain on awakening after essure implantation under general anaesthesia"), device breakage ("presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure"), melaena ("melena") and rectal haemorrhage ("rectal bleeding, rectorrhagia") in a 38 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("tubes contained fragments of tin and silver, constituents of essure") and contraceptive device removal incomplete ("pelvic MRI found piece of implant" on (B)(6) 2017). The patient had a medical history of ovarian cyst drainage in 2015, mastodynia (mammogram: normal) in 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) and neck pain (admitted for left posterior scapular pain) in 2013, vesical polyp (vesicular on ultrasound, ovaries normal), constipation and abdominal pain (coloscopy normal) in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000 and allergy to metals, metrorrhagia, sleep disorder (starting with first child delivery, increased 2004 to 2009), heavy periods, irritable colon syndrome, urinary tract infection, vaginal infection (abnormal growth), gastroesophageal reflux, eczema facial (with face oedema), mole excision (as child), plantar warts (as child), cervical disc herniation (as child), colitis (as child), pelvic pain, headache, chronic migraine, nickel sensitivity and parity 2 ((B)(6) 2000 vaginal delivery, (B)(6)2004 c-section). Previously administered products included: hormonal contraceptives for systemic use for contraception, betamethasone for eczema, esomeprazole for gastroesophageal reflux and daflon [diosmin]. Past adverse reactions to the above products included: headache with hormonal contraceptives for systemic use. Concurrent conditions were listed as uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included anesthetics, general since (B)(6) 2015, diazepam since (B)(6) 2015, atarax [alprazolam] since (B)(6) 2015, biprofenid (ketoprofen) since (B)(6) 2015, debridat [trimebutine], tigreat (frovatriptan succinate monohydrate), claradol cafeine (caffeine;paracetamol) and relpax (eletriptan hydrobromide). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016 she underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016 she experienced asthenia ("intense asthenia"). On (B)(6) 2016 she experienced melaena (seriousness criterion hospitalisation), rectal haemorrhage (seriousness criterion hospitalisation), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016 she experienced giant urticaria ("giant urticaria"). On (B)(6) 2016 she experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). In 2016 she experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017 she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease"), uterine pain ("uterine pain"), pruritus ("pruritus"), dyspnoea ("dyspnea"), restless legs syndrome ("restless legs"), asthma ("asthmatic bronchitis"), gastrooesophageal reflux disease ("worsening of gastroesophageal reflux") and restlessness ("restlessness at night"). The patient was hospitalised from (B)(6) 2015 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with diazepam teva generics belgium, almogran (almotriptan malate), acupan (nefopam hydrochloride), celebrex (celecoxib), esomeprazole actavis [esomeprazole sodium], rocgel (aluminium oxide), duphaston (dydrogesterone), smecta [montmorillonite], spasfon [phloroglucinol], ciflox [ciprofloxacin], flagyl [metronidazole], corticosteroids, ranitidine, proton pump inhibitors, timoferol (ascorbic acid;ferrous sulfate), magnesium, rabeprazole and rantidine (ranitidine hydrochloride) as well as surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017, mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy and ). On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, headache and tooth disorder were resolving, the dermatitis contact, fatigue, asthenia, dizziness, tinnitus, musculoskeletal pain, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia, tendon pain and dyspnoea had resolved and the heavy menstrual bleeding, memory impairment, disturbance in attention, migraine and gingivitis had not resolved. The outcomes for melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, periodontal disease, uterine pain, angioedema, uterine polypectomy, lower abdominal pain, abdominal pain upper, pruritus, restless legs syndrome, asthma and gastrooesophageal reflux disease were unknown. The reporter considered abdominal pain, lower abdominal pain, iliac fossa pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, giant urticaria, asthenia, asthma, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea, fatigue, gastrooesophageal reflux disease, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, pruritus, rectal haemorrhage, restless legs syndrome, restlessness, salpingitis, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy and vomiting to be related to essure administration. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: residual fragment of essure [allergy test] on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient. [Biopsy stomach] on (B)(6) 2016: slight chronic gastritis [colonoscopy] on (B)(6) 2016: ulcer [endoscopy upper gastrointestinal tract] on (B)(6) 2016: small millimetric ulcer of forrest iii classification [hysteroscopy] on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention [magnetic resonance imaging abdominal] on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure [pathology test] on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation; (date unknown): via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant [proctoscopy] on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal [sleep study] on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement) [specialist consultation] on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia. [Ultrasound abdomen] on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left [ultrasound scan] on (B)(6) 2015: intra uterine polyp. Lot number: c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-feb-2023: follow up information was received via lawyer: new lab data (ultrasound on (B)(6) 2015 and colonoscopy on (B)(6) 2016 and abdominal x-ray on (B)(6) 2017) added; cobalt allergy added as medical history, new events worsening of gastroesophageal reflux and restlessness a night, outcome was updated to recovered for dizziness and dyspnea and not recovered for menorrhagia and migraines. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("presence of pieces of implants in the uterus"), procedural pain ("severe abdominal pain on awakening after essure implantation under general anaesthesia"), device breakage ("presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure"), melaena ("melena") and rectal haemorrhage ("rectal bleeding, rectorrhagia") in a 38 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("tubes contained fragments of tin and silver, constituents of essure") and contraceptive device removal incomplete ("pelvic MRI found piece of implant" on (B)(6) 2017). The patient had a medical history of ovarian cyst drainage in 2015, mastodynia (mammogram: normal) in 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) and neck pain (admitted for left posterior scapular pain) in 2013, vesical polyp (vesicular on ultrasound, ovaries normal), constipation and abdominal pain (coloscopy normal) in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000 and allergy to metals, metrorrhagia, sleep disorder (starting with first child delivery, increased 2004 to 2009), heavy periods, irritable colon syndrome, urinary tract infection, vaginal infection (abnormal growth), gastroesophageal reflux, eczema facial (with face oedema), mole excision (as child), plantar warts (as child), cervical disc herniation (as child), colitis (as child), pelvic pain, headache, chronic migraine, nickel sensitivity and parity 2 ( on (B)(6) 2000 vaginal delivery, on (B)(6) 2004 c-section). Previously administered products included: hormonal contraceptives for systemic use for contraception, betamethasone for eczema, esomeprazole for gastroesophageal reflux and daflon [diosmin]. Past adverse reactions to the above products included: headache with hormonal contraceptives for systemic use. Concurrent conditions were listed as uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included anesthetics, general since (B)(6) 2015, diazepam since (B)(6) 2015, atarax [alprazolam] since (B)(6) 2015, biprofenid (ketoprofen) since (B)(6) 2015, debridat [trimebutine], tigreat (frovatriptan succinate monohydrate), claradol cafeine (caffeine;paracetamol) and relpax (eletriptan hydrobromide). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016 she underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016 she experienced asthenia ("intense asthenia"). On (B)(6) 2016 she experienced melaena (seriousness criterion hospitalisation), rectal haemorrhage (seriousness criterion hospitalisation), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016 she experienced giant urticaria ("giant urticaria"). On (B)(6) 2016 she experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). In 2016 she experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), arthralgia ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017 she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). In 2017 she experienced adenomyosis ("adenomyosis"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease"), uterine pain ("uterine pain"), pruritus ("pruritus"), dyspnoea ("dyspnea"), restless legs syndrome ("restless legs"), asthma ("asthmatic bronchitis"), gastrooesophageal reflux disease ("worsening of gastroesophageal reflux"), restlessness ("restlessness at night"), eye disorder ("eye disorders"), skin disorder ("dermatological disorder"), arrhythmia (" heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure"). The patient was hospitalised from (B)(6) 2015 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with diazepam teva generics belgium, almogran (almotriptan malate), acupan (nefopam hydrochloride), celebrex (celecoxib), esomeprazole actavis [esomeprazole sodium], rocgel (aluminium oxide), duphaston (dydrogesterone), smecta [montmorillonite], spasfon [phloroglucinol], ciflox [ciprofloxacin], flagyl [metronidazole], corticosteroids, ranitidine, proton pump inhibitors, timoferol (ascorbic acid;ferrous sulfate), magnesium, rabeprazole and rantidine (ranitidine hydrochloride) as well as surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017, mid-2017: ablation of pieces of implants in uterus, on (B)(6) 2017: hysterectomy and ). On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, headache and tooth disorder were resolving, the dermatitis contact, fatigue, asthenia, dizziness, tinnitus, arthralgia, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia, tendon pain and dyspnoea had resolved and the heavy menstrual bleeding, memory impairment, disturbance in attention, migraine and gingivitis had not resolved. The outcomes for melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, periodontal disease, uterine pain, angioedema, uterine polypectomy, lower abdominal pain, abdominal pain upper, pruritus, restless legs syndrome, asthma, gastrooesophageal reflux disease, eye disorder, skin disorder, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal pain, lower abdominal pain, iliac fossa pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, giant urticaria, arrhythmia, arthralgia, asthenia, asthma, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea, ear, nose and throat disorder, eye disorder, fatigue, gastrooesophageal reflux disease, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, metal poisoning, migraine, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, pruritus, rectal haemorrhage, restless legs syndrome, restlessness, salpingitis, skin disorder, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy and vomiting to be related to essure administration. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. According to the patient, she experienced gynecological and extra-gynecological symptoms related to e. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: residual fragment of essure [allergy test] on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient. [Biopsy stomach] on (B)(6) 2016: slight chronic gastritis [colonoscopy] on (B)(6) 2016: ulcer [hysteroscopy] on (B)(6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention [oesophagogastroscopy] on (B)(6) 2016: small millimetric ulcer of forrest iii classification [pathology test] on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation; (date unknown): via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant [proctoscopy] on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal [sleep study] on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement) [specialist consultation] on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia. [Ultrasound abdomen] on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left [ultrasound scan] on (B)(6) 2015: intra uterine polyp [] on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure lot number: c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New tin poisoning. Event eye disorder, skin disorder, heart rhythm disorders & ent disorder were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('presence of pieces of implants in the uterus'), procedural pain ('severe abdominal pain on awakening after essure implantation under general anaesthesia'), device breakage ('presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure'), rectal haemorrhage ('rectal bleeding, rectorrhagia') and melaena ('melena') in a 38-year-old female patient who had essure (batch no. C38211) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "pelvic MRI found piece of implant" on (B)(6)2017 and device material issue "tubes contained fragments of tin and silver, constituents of essure" (seriousness criterion intervention required). The patient's medical history included ovarian cyst drainage in 2015, mastodynia (mammogram: normal) on (B)(6)2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) on (B)(6)2013, neck pain (admitted for left posterior scapular pain) on (B)(6)2013, vesical polyp (vesicular on ultrasound, ovaries normal) in 2011, abdominal pain (coloscopy normal) in 2011, constipation in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000, nickel sensitivity, chronic migraine, headache, parity 2 ((B)(6)2000 vaginal delivery, (B)(6)2004 c-section), pelvic pain, colitis (as child), cervical disc herniation (as child), plantar warts (as child), mole excision (as child), eczema facial (with face oedema), gastroesophageal reflux, vaginal infection (abnormal growth), urinary tract infection, irritable colon syndrome, heavy periods and sleep disorder (starting with first child delivery, increased 2004 to 2009). Previously administered products included for contraception: hormonal contraceptives; for eczema: diprosone; for gastroesophageal reflux: inexium; for an unreported indication: daflon. Past adverse reactions to the above products included headache with hormonal contraceptives. Concurrent conditions included uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included alprazolam (atarax) since (B)(6) 2015, anesthetics, general since (B)(6)2015, caffeine;paracetamol (claradol cafeine), diazepam since (B)(6) 2015, eletriptan hydrobromide (relpax), frovatriptan succinate monohydrate (tigreat), ketoprofen (biprofenid) since (B)(6)2015 and trimebutine (debridat). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced procedural pain (seriousness criterion hospitalization prolonged). On (B)(6)2016, the patient experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6)2016, the patient experienced asthenia ("intense asthenia"). On (B)(6)2016, the patient experienced rectal haemorrhage (seriousness criterion hospitalization), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea"), vomiting ("vomiting") and melaena (seriousness criterion hospitalization). On (B)(6)2016, the patient experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). In 2016, the patient experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis contact ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), musculoskeletal pain ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6)2017, the patient experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). In 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), abdominal pain lower ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease") and uterine pain ("uterine pain"). The patient was hospitalized on (B)(6)2015 and then on (B)(6)2016. The patient was treated with almotriptan malate (almogran), aluminium oxide (rocgel), ascorbic acid;ferrous sulfate (timoferol), celecoxib (celebrex), ciprofloxacin (ciflox), corticosteroids, diazepam (diazepam teva generics belgium), dydrogesterone (duphaston), esomeprazole sodium (esomeprazole actavis), magnesium, metronidazole (flagyl), montmorillonite (smecta), nefopam hydrochloride (acupan), phloroglucinol (spasfon), proton pump inhibitors, rabeprazole, ranitidine, ranitidine hydrochloride (rantidine) and surgery (bilateral salpingectomy, conservation of uterus on (B)(6)2017 and mid-2017: ablation of pieces of implants in uterus, (B)(6)2017: hysterectomy). Essure was removed on (B)(6)2017. On (B)(6)2016, the menometrorrhagia was resolving. On (B)(6)2016, the angioedema had resolved. At the time of the report, the pelvic pain, device expulsion, procedural pain, device breakage, rectal haemorrhage, salpingitis, adenomyosis, heavy menstrual bleeding, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, dizziness, headache, tooth disorder and migraine was resolving, the dermatitis contact, fatigue, asthenia, tinnitus, musculoskeletal pain, alopecia, sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia and tendon pain had resolved, the memory impairment and disturbance in attention had not resolved and the diarrhoea, vomiting, melaena, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, abdominal pain lower, gingivitis, periodontal disease and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, anaemia, angioedema, asthenia, chronic gastritis, constipation, dermatitis contact, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, fatigue, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, migraine, musculoskeletal pain, myalgia, nausea, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, rectal haemorrhage, salpingitis, sleep apnoea syndrome, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain and vomiting to be related to essure. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6)2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6)2016, admission for melena and rectal bleeding. On (B)(6)2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6)2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6)2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6)2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6)2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6)2020, minepath examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient.. Biopsy stomach - on (B)(6)2016: slight chronic gastritis. Endoscopy upper gastrointestinal tract - on (B)(6)2016: small millimetric ulcer of forrest iii classification. Hysteroscopy - on (B)(6)2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6)2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention. Magnetic resonance imaging abdominal - on (B)(6)2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure. Pathology test - on an unknown date: via minapath lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant; on (B)(6)2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6)2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation. Proctoscopy - on (B)(6)2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal. Sleep study - on (B)(6)2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement). Ultrasound abdomen - on (B)(6)2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6)2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: follow up information was received via lawyer: essure lot number added: c38211. Medical history added (previously reported: allergy to nickel, parity 2, use of oral contraceptives in the past). Tests added (previously reported: MRI in 2017, ultrasound in (B)(6)2015). Historical, concomitant and treatment drugs added. New events added: device material issue, diarrhea, vomiting, melena, nausea, constipation, hypoglycemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, sleep apnoea syndrome, periodic limb movement disorder (plmd), somnolence, anemia, abdominal pain lower, pelvic discomfort, uterine pain, salpingitis, menometrorrhagia, myalgia, tendon pain, gingivitis, periodontal disease. Outcome of events was updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) melena [melena], rectal bleeding, rectorrhagia [rectorrhagia], severe abdominal pain on awakening after essure implantation under general anaesthesia [post procedural pain] , pelvic pain [pelvic pain female] , presence of pieces of implants in the uterus [partial expulsion of device], presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure [device breakage], tubes contained fragments of tin and silver, constituents of essure [device material degradation] , pelvic MRI found piece of implant [contraceptive device removal incomplete], chronic salpingitis [chronic salpingitis], adenomyosis [adenomyosis] , long duration of menstruations, menorrhagia [prolonged heavy periods], metrorrhagia [metrorrhagia] , dysmenorrhea worsening after essure insertion [dysmenorrhea], angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids [angioedema], skin rashes due to nickel allergy [allergic rash] , progressive deterioration of health status [general physical health deterioration] , abdominal pain (spasmodic) [abdominal pain], heavy fatigue [fatigue extreme] , intense asthenia [asthenia] , sleep disorders [sleep disorder] , dizziness [dizziness] , tinnitus [tinnitus] , muscle and joint pain [arthromyalgia] , headache in helmet, headaches during the night and mornings [intermittent headache] , dental problems [tooth disorder] , memory problems [memory disturbance] , attention problems [attention concentration difficulty] , severe hair loss [hair loss] , diarrhea [diarrhea] , vomiting [vomiting] , nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis [nausea] , constipation [constipation], hypoglycemia [hypoglycemia] , malaise [malaise] , sweating [sweating] , chronic gastritis [chronic gastritis] , suffocating feeling during the night [suffocation feeling] , rumination during the night [ruminations] , anxious insomnia [insomnia nos] , obstructive sleep apnea, hypopnea syndrome [obstructive sleep apnea hypopnea syndrome], plm (periodic limb movement) [periodic limb movement disorder (plmd)] , somnolence [somnolence] , anemia [anemia] , pelvic heaviness [pelvic discomfort] , pain at iliac fossa [iliac fossa pain] , musculo-tendinous pain [pain muscle] , musculo-tendinous pain [tendon pain] , migraines [migraine] , gingivitis [gingivitis] , periodontal disease [periodontal disease] , menometrorrhagia following curettage [menometrorrhagia], uterine pain [uterine pain] , giant urticaria [giant urticaria] , she underwent removal of uterine polyp [uterine polypectomy] , recurrence of colic [lower abdominal pain] , gastric pain [gastric pain] , pruritus [pruritus], dyspnea [dyspnea] , restless legs [restless legs] , asthmatic bronchitis [bronchitis asthmatic], worsening of gastroesophageal reflux [esophageal reflux aggravated] , restlessness at night [restlessness] , eye disorders [eye disorder] , dermatological disorder [skin disorder] , heart rhythm disorders [cardiac dysrhythmias] , ent disorders [ear, nose and throat disorder] , she also experienced symptoms consistent with tin poisoning, following the insertion of essure [metal poisoning], anal pain [anal pain] , skin rash [skin rash] , joint pain [joint pain] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of melaena ("melena"), rectal haemorrhage ("rectal bleeding, rectorrhagia"), procedural pain ("severe abdominal pain on awakening after essure implantation under general anaesthesia"), pelvic pain ("pelvic pain"), device expulsion ("presence of pieces of implants in the uterus") and device breakage ("presence of pieces of implants in the uterus, tubes contained fragments of tin and silver, constituents of essure") in a 38 year-old female patient who had essure inserted (lot no. C38211) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material degradation ("tubes contained fragments of tin and silver, constituents of essure") and contraceptive device removal incomplete ("pelvic MRI found piece of implant" on (B)(6) 2017). The patient had a medical history of ovarian cyst drainage in 2015, mastodynia (mammogram: normal) in 2014, degeneration of intervertebral disc, site unspecified (cervical spine x-ray : rigidity and slight intervertebral narrowing) and neck pain (admitted for left posterior scapular pain) in 2013, vesical polyp (vesicular on ultrasound, ovaries normal), constipation and abdominal pain (coloscopy normal) in 2011, gastric ulcer in 2007, restless leg syndrome in 2006, anal fissure in 2005, c-section in 2004, spontaneous abortion in 2000 and allergy to metals, metrorrhagia, sleep disorder (starting with first child delivery, increased 2004 to 2009), heavy periods, irritable colon syndrome, urinary tract infection, vaginal infection (abnormal growth), gastroesophageal reflux, eczema facial (with face oedema), mole excision (as child), plantar warts (as child), cervical disc herniation (as child), colitis (as child), pelvic pain, headache, chronic migraine, nickel sensitivity and parity 2 (B)(6) 2000 vaginal delivery, (B)(6) 2004 c-section). Previously administered products included: hormonal contraceptives for systemic use for contraception, betamethasone for eczema, esomeprazole for gastroesophageal reflux and daflon [diosmin]. Past adverse reactions to the above products included: headache with hormonal contraceptives for systemic use. Concurrent conditions were listed as uterine anteflexion (uterus on ultrasound) since 2011 and smoker (10 packs/year). Concomitant products included anesthetics, general since (B)(6) 2015, diazepam since (B)(6) 2015, atarax [alprazolam] since (B)(6) 2015, biprofenid (ketoprofen) since (B)(6) 2015, debridat [trimebutine], tigreat (frovatriptan succinate monohydrate), claradol cafeine (caffeine; paracetamol) and relpax (eletriptan hydrobromide). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced menometrorrhagia ("menometrorrhagia following curettage"). On (B)(6) 2016 she underwent uterine polypectomy ("she underwent removal of uterine polyp"). On (B)(6) 2016 she experienced asthenia ("intense asthenia"). On (B)(6) 2016 she experienced melaena (seriousness criterion hospitalisation), rectal haemorrhage (seriousness criterion hospitalisation), abdominal pain ("abdominal pain (spasmodic)"), dizziness ("dizziness"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced angioedema ("angioedema, quincke¿s edema, giant urticaria after ciflox, flagyl, resolved under corticosteroids"). On (B)(6) 2016 she experienced giant urticaria ("giant urticaria"). On (B)(6) 2016 she experienced lower abdominal pain ("recurrence of colic") and abdominal pain upper ("gastric pain"). In 2016 she experienced heavy menstrual bleeding ("long duration of menstruations, menorrhagia"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhea worsening after essure insertion"), dermatitis allergic ("skin rashes due to nickel allergy"), general physical health deterioration ("progressive deterioration of health status"), fatigue ("heavy fatigue"), sleep disorder ("sleep disorders"), tinnitus ("tinnitus"), arthromyalgia ("muscle and joint pain"), headache ("headache in helmet, headaches during the night and mornings"), tooth disorder ("dental problems"), memory impairment ("memory problems"), disturbance in attention ("attention problems") and alopecia ("severe hair loss"). On (B)(6) 2017 she experienced device expulsion (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and salpingitis ("chronic salpingitis"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea, constipation, hypoglycemia, malaise, sweating, chronic gastritis"), constipation ("constipation"), hypoglycaemia ("hypoglycemia"), malaise ("malaise"), hyperhidrosis ("sweating"), chronic gastritis ("chronic gastritis"), suffocation feeling ("suffocating feeling during the night"), merycism ("rumination during the night"), insomnia ("anxious insomnia"), obstructive sleep apnoea syndrome ("obstructive sleep apnea, hypopnea syndrome"), periodic limb movement disorder ("plm (periodic limb movement)"), somnolence ("somnolence"), anaemia ("anemia"), pelvic discomfort ("pelvic heaviness"), iliac fossa pain ("pain at iliac fossa"), myalgia ("musculo-tendinous pain"), tendon pain ("musculo-tendinous pain"), migraine ("migraines"), gingivitis ("gingivitis"), periodontal disease ("periodontal disease"), uterine pain ("uterine pain"), pruritus ("pruritus"), dyspnoea ("dyspnea"), restless legs syndrome ("restless legs"), asthma ("asthmatic bronchitis"), gastrooesophageal reflux disease ("worsening of gastroesophageal reflux"), restlessness ("restlessness at night"), eye disorder ("eye disorders"), skin disorder ("dermatological disorder"), arrhythmia (" heart rhythm disorders"), ear, nose and throat disorder ("ent disorders"), metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure"), proctalgia ("anal pain"), rash ("skin rash") and joint pain ("joint pain"). The patient was hospitalised from (B)(6) 2015 for an unknown duration and from (B)(6) 2016 for an unknown duration. The patient was treated with diazepam teva generics belgium, almogran (almotriptan malate), acupan (nefopam hydrochloride), celebrex (celecoxib), esomeprazole actavis [esomeprazole sodium], rocgel (aluminium oxide), duphaston (dydrogesterone), smecta [montmorillonite], spasfon [phloroglucinol], ciflox [ciprofloxacin], flagyl [metronidazole], corticosteroids, ranitidine, proton pump inhibitors, timoferol (ascorbic acid;ferrous sulfate), magnesium, rabeprazole and rantidine (ranitidine hydrochloride) as well as surgery (bilateral salpingectomy, conservation of uterus on (B)(6) 2017, mid-2017: ablation of pieces of implants in uterus, (B)(6) 2017: hysterectomy and ). On (B)(6) 2016, the menometrorrhagia was resolving. On (B)(6) 2016, the angioedema had resolved. At the time of the report, the rectal haemorrhage, procedural pain, pelvic pain, device expulsion, device breakage, salpingitis, adenomyosis, intermenstrual bleeding, dysmenorrhoea, general physical health deterioration, abdominal pain, sleep disorder, headache and tooth disorder were resolving, the dermatitis allergic, fatigue, asthenia, dizziness, tinnitus, arthromyalgia, alopecia, obstructive sleep apnoea syndrome, periodic limb movement disorder, somnolence, myalgia, tendon pain and dyspnoea had resolved and the heavy menstrual bleeding, memory impairment, disturbance in attention, migraine and gingivitis had not resolved. The outcomes for melaena, diarrhoea, vomiting, nausea, constipation, hypoglycaemia, malaise, hyperhidrosis, chronic gastritis, suffocation feeling, merycism, insomnia, anaemia, pelvic discomfort, iliac fossa pain, periodontal disease, uterine pain, angioedema, uterine polypectomy, lower abdominal pain, abdominal pain upper, pruritus, restless legs syndrome, asthma, gastrooesophageal reflux disease, eye disorder, skin disorder, arrhythmia, ear, nose and throat disorder, metal poisoning, proctalgia, rash and arthralgia were unknown. The reporter considered abdominal pain, lower abdominal pain, iliac fossa pain, abdominal pain upper, adenomyosis, alopecia, anaemia, angioedema, giant urticaria, arrhythmia, arthromyalgia, joint pain, asthenia, asthma, chronic gastritis, constipation, dermatitis allergic, device breakage, device expulsion, diarrhoea, disturbance in attention, dizziness, dysmenorrhoea, dyspnoea, ear, nose and throat disorder, eye disorder, fatigue, gastrooesophageal reflux disease, general physical health deterioration, gingivitis, headache, heavy menstrual bleeding, hyperhidrosis, hypoglycaemia, insomnia, intermenstrual bleeding, malaise, melaena, memory impairment, menometrorrhagia, merycism, metal poisoning, migraine, myalgia, nausea, obstructive sleep apnoea syndrome, pelvic discomfort, pelvic pain, periodic limb movement disorder, periodontal disease, procedural pain, proctalgia, pruritus, rash, rectal haemorrhage, restless legs syndrome, restlessness, salpingitis, skin disorder, sleep disorder, somnolence, suffocation feeling, tendon pain, tinnitus, tooth disorder, uterine pain, uterine polypectomy and vomiting to be related to essure administration. The reporter commented: essure implantation under general anaesthesia. From year 2016, the patient presented with different symptoms: gynecologic and systemic. Next, progressive deterioration of health status. On (B)(6) 2016, an hysteroscopy-curettage was performed due to presence of treatment-resistant polyps in the uterus, simple hyperplasia of the endometrial mucosa, no malignancy. Menorrhagia for 3 weeks after the intervention. On (B)(6) 2016, admission for melena and rectal bleeding. On (B)(6) 2016 sleep disorders, suffocating feeling during the night, headaches during the night and mornings, rumination during the night. Those sleep disorders can be caused by gastroesophageal reflux, which was not treated, restless leg syndrome, ulcer episode, anxious insomnia. On (B)(6) 2017, allergy test confirmed metal allergy. Physician: difficult to prove the impact of insert regarding the different symptoms experienced by the patient. On (B)(6) 2017: removal of essure (bilateral salpingectomy). Ultrasound revealed the presence of pieces of implants in the uterus. Mid-2017: ablation of pieces of implants. In (B)(6) 2017, pelvic MRI found piece of implant and adenomyosis. On (B)(6) 2017: hysterectomy was performed. After hysterectomy, improvement of symptoms. Fatigue/asthenia resolved after essure removal. On (B)(6) 2020, (B)(4) examined part of the removed tubes and found fragments containing tin and silver, constituents of the essure implant. According to the patient, all the events experienced were related to essure and particularly to the presence of nickel and titanium, and also of other heavy metals in the inserts. According to the patient, all the events improved after essure removal, despite some of them persisted (dental and gingival disorders, headaches, memory and concentration disorders). The patient has psychotherapy sessions from 2020 to 2021, in a context of anxiodepressive syndrome. According to the patient, she experienced gynecological and extra-gynecological symptoms related to e. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: residual fragment of essure [allergy test] on (B)(6) 2017: an inflammatory response outside patch tests for nickel and titanium. No strong positive response to the prick tests. According to physician, difficult to prove the impact of insert regarding the different symptoms experienced by the patient. [Biopsy stomach] on (B)(6) 2016: slight chronic gastritis [colonoscopy] on (B)(6) 2016: ulcer [hysteroscopy] on (b)((6) 2015: essure inserted in right and left fallopian tube. On the right side coils not visible, on the left side 3 coils visible. A hysterosalpingography is recommended for 3 months later; on (B)(6) 2016: due to presence of treatment-resistant polyps in the uterus. Polyploid mucosa seen, curettage performed, mucosal sample taken: histopathological examination showed simple hyperplasia of the endometrial mucosa, no malignancy. The patient experienced menorrhagia for 3 weeks after the intervention [oesophagogastroscopy] on (B)(6) 2016: small millimetric ulcer of forrest iii classification [pathology test] on (B)(6) 2017: both fallopian tubes slightly fibrous congestive with nodular lymphocytic infiltrates. The meso-salpinx also fibrous and congestive. Conclusion: focal chronic salpingitis, of poor intensity; on (B)(6) 2017: after conservative vaginal hysterectomy: ovaries normal. Pathological test of the removed tissues: no suspicious malignant lesion and no inflammation; (date unknown): via (B)(4) lab examination on a fragment of the tube removed during salpingectomy: showed fragments containing tin and silver, constituents of the essure implant [proctoscopy] on (B)(6) 2016: aphtous, erythematous lesions in the rectum at 30cm. 5 separate lesions seen surrounded by bloody mucosa. Other parts of the rectum were normal [sleep study] on (B)(6) 2017: osahs (obstructive sleep apnea/hypopnea syndrome) and plm (periodic limb movement) [specialist consultation] on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for migraine; on (B)(6) 2016: the patient consulted for asthenia, she underwent removal of uterine polyp 15 days earlier; on (B)(6) 2016: the patient consulted for giant urticaria; on (B)(6) 2016: the patient consulted for recurrence of colic and gastric pain with asthenia. [Ultrasound abdomen] on (B)(6) 2015: due to pain post insertion of essure. The asp revealed stercoral stasis in right colon at sigmoid. The ultrasound showed no other cause to the pain. The essure coils were clearly seen and the positioning was proper; on (B)(6) 2017: due to reoccurrence of side effect after salpingectomy: two hyperechogenic images may be two remaining intra-uterine essure coils. One measured 3mm and located in myometrium, at beginning of uterine horn on right side. Second less than 2mm, located in endometrium of uterine fundus on left [ultrasound scan] on (B)(6) 2015: intra uterine polyp; on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure [ultrasound scan] on (B)(6) 2015: intra uterine polyp; on (B)(6) 2017: due to persistence of pelvic pain, menometrorrhagia, dysmenorrhea and migraines after removal of essure. It confirmed presence of adenomyosis and a remaining left-sided angular metallic structure lot number: c38211 production date 2014-03-20 expiration date 2017-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events skin rash, anal pain & joint pain added. Additional reporter (lawyer) added. Cluster ID added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.